Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to customer¿s blood glucose. Customer did not respond to attempts to obtain additional information. No additional information was provided.